Event description:
The customer tested his blood glucose using his contour ts meter and received readings of 395 and 485mg/dl. He re-tested on a contour meter and the reading was 148mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Further information was not provided before the call ended. Product will not be returned for evaluation. No product was replaced.

Manufacturer narrative:
The call ended before the product information could be obtained. It's not possible to determine the manufacture date without the meter information